Manufacturer narrative:
This device was discarded and therefore will not be returned. As such, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to high out-of-range impedance measurements of greater than 3,000 ohms. No adverse patient effects were reported. The lead was discarded and therefore will not be returned for analysis. It was later reported that since the patient was uncomfortable, and indication for a lv lead was doubtful, the physician elected not to implant any electrode and will wait to see the evolution of the patient's condition.